Event description:
It was reported to tyco healthcare/kendall on february 23, 2006, that a patient underwent a change of peg to entristar button "several months ago." The patient was discharge the following day, and died on the way home post mrotem examination revealed that the button was misplaced and there was fluid (feed) in the peritoneum. Cause of death was given as peritonitis.